Manufacturer narrative:
The device referenced in this report will not be returned to olympus for evaluation as it was discarded by the user facility after the procedure. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that when the patient came in for a post operative visit, the physician noted the patient had three nose bleeds and also found bone exposure. The nose bleed was controlled. It is unknown at this time how the bleeding was controlled. The patient went home the same day and is doing well. The procedure was a radio frequency turbinate reduction procedure. The device was discarded after the procedure. No device will be returned to olympus for evaluation. No further information was provided.